Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (b)96) 2018 with blood glucose of 50 mg/dl at the time of the incident. The doctor noticed the sensor was not inserted in the customer's skin. The customer was given d50 to treat. The customer experienced symptoms such as 3 seizures in september. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported sensors were lasting only 3 to 4 days. Troubleshooting was not completed. The customer reported highs and lows on september 6, 10, and 29, 2018. The insulin pump will not be returned for analysis.